Manufacturer narrative:
Additional information added to: b3,d4,d11,h3,h4. Although requested, section a information was not provided by the customer. The report of the device failing to alarm and switching to kvo was confirmed in the pcu event log. ¿ the pcu event log shows the user programmed a delayed start with no callback after. ¿ the pcu event log shows that the user programmed an infusion of heparin 25000unit in 500ml (drugid 157) at 11:54 am on (B)(6) 2019. ¿ at 1:59 pm and then again at 2:29 pm, the user programmed a delay for 30 minutes and then for 20 minutes. The call back option default for the delayed start was set for before. ¿ at 1:59 pm, the user programmed a delay for 30 minutes. The call back option default for the delayed start was set for before. ¿ at 9:44 pm, the infusion completed, and the infusion stopped due to the delayed start programming and did not alarm due to the call back option was set for before only. The root cause was identified as the user programming a delayed start with no call back after. H3 other text : no device received-log review only.

Event description:
It was reported that the pump did not alarm or change to keep vein open (kvo) when the heparin infusion was complete. There was no patient harm.

Manufacturer narrative:
Patients sex "male was added to a3.

Event description:
It was reported that the pump did not alarm or change to keep vein open (kvo) when the heparin infusion was complete. There was no patient harm.

Manufacturer narrative:
No device returned. Because no device was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified additional information was requested but not provided.

Event description:
It was reported that the pump did not alarm or change to keep vein open (kvo) when the heparin infusion was complete. There was no patient harm.